Event description:
It was reported that there was an automatic safety switch on the device system due to right atrial (ra) lead pace impedance measurements of greater than 3000 ohms. The ra lead was later surgically abandoned and replaced, and the device was replaced. No additional adverse patient effects were reported.